Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the morning of (B)(6) 2016 the patient woke up and was not able to hear with the implant. She was only able to hear a buzzing noise with no speech understanding. There was no report of an accident or impact to the implant site. Further technical checks will be conducted in two weeks.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that the stimulator electronics are not working according to specifications. Probably the failure of the electronic circuitry was caused by humidity ingress at detected leaks. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
On the morning of (B)(6) 2016, the patient woke up and was not able to hear with the implant. She was only able to hear a buzzing noise with no speech understanding. The patient reported that one year ago, she fell and hit her head on the implanted side. The patient was re-implanted.